Event description:
Treatments to the right and left lobes of the liver 9/29/04 and about 5 weeks later respectively. Patient's family member called to report that patient has fever of 103 degrees, patient is on antibiotics. They were told to take them to an ER or pcp. They said they would take them to the oncologist. Patient was hospitalized in '04 (local hospital) and has IV antibiotic therapy. In 01-05, family member calls to confirm that patient is at home and will have follow-up visit with infection control physician to have wbc checked.